Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert that there were codes detected in the pacemaker's memory and the device reverted to safety mode. The patient was brought in for interrogation and three codes were noted. Boston scientific technical services (ts) was consulted and discussed that the codes indicated a double memory error that was not able to be programmed around. Ts suggested asking the patient if they had undergone radiation treatment or a magnetic resonance imaging (MRI) recently. Ts recommended replacement of the pacemaker. Three days later, the pacemaker reached safety core. Ts further recommended replacement of the device. It was noted that the patient had a recent hip surgery and was considering waiting at least a month for replacement of the device. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted approximately one and a half weeks later. No additional adverse patient effects were reported.